Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the polyfoil pouch, hemostasis sheath, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator and hemostasis sheath are fully mated. A kink is present in the locator and sheath near the blood inlet holes. The distal tip of the locator was also damaged. The complaint can be confirmed for sheath and locator mechanical damage. The assembled sheath and locator contained a kink. The exact root cause cannot be determined. The likely was determined to have been damage sustained by the sheath and locator assembly during device insertion into the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was a peripheral arterial disease (pad) via right femoral approach. When the doctor introduced the angio-seal into the sheath and attach it, he bent it. It could not lock into place appropriately at that time. They pulled everything out and held manual pressure. The blood loss was less than 250cc. Additional information was received on 16jul2025: a 6 french procedure sheath was used. The bend of the sheath occurred due to difficulty inserting. A pre-deployment angiogram was performed. The patient was stable.